Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the manage map function displayed medications on drawer 3 with their respective pocket numbers. However, within the user interface, when a patient was selected, drawer 3 shows the par quantity of medications instead of the pocket numbers. Anesthesiologists have raised concerns because they rely on the pocket numbers displayed on the screen to confirm the item location. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) requested customer to provide example pictures and analyzed the pictures. Further the tss advised customer to dispense medication through virtual drawer map by selecting pocket on screen and increasing the quantity by tapping the medication. By following the steps customer can see the dispense details on patient case screen. The tss also confirmed the anesthesia station is working as intended. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the manage map function displayed medications on drawer 3 with their respective pocket numbers. However, within the user interface, when a patient was selected, drawer 3 shows the par quantity of medications instead of the pocket numbers. Anesthesiologists have raised concerns because they rely on the pocket numbers displayed on the screen to confirm the item location. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.